Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 2. Where was the surgicel used (on what tissue)? Deep site of tha 3. How much surgicel was used during the procedure? 3g 4. Was the surgicel product left in place? Was the excess irrigated and removed? The surgeon irrigated and removed the excess powder. 5. Has any surgical or medical intervention been performed? Nothing, just observation. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event?the surgeon said ¿the product waits for 3 minutes to wash out, but I wonder if the problem is that it was not washed out enough because during tha it bleeds deep in the site. One of the reasons may be that it is getting hotter and the patient is sweating more, also scp may also be one of the causes.¿ 7. What is the patient¿s current status? Some pus is coming out but is under observation. No major effects have been observed. 8. What is the users experience w/ surgicel powder and other hemostatic agents? No. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What was the lot number? 7. What were current symptoms following the index surgical procedure? Onset date? 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pus and foreign body reaction? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What was the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pus and foreign body reaction? 15. What is the patient¿s current status? 16. What is the users experience w / surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip replacement procedure on an unknown date and absorbable hemostat was used. Then the patient had a foreign body reaction and there was also a pus buildup. However, no bacteria were detected, so it was not an infection. The surgeon said ¿the product waits for 3 minutes to wash out, but I wonder if the problem is that it was not washed out enough because during tha it bleeds deep in the site. One of the reasons may be that it is getting hotter and the patient is sweating more, also scp may also be one of the causes.¿ since it is not a major foreign body reaction, the patient has not been affected significantly. Additional information was requested.